Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.

Event description:
The event occurred on an unspecified date in (B)(6) 2021 and involved a plum 360 driver new that the customer reported did not alarm for air in line. There was no report of any harm.